Event description:
The nurse contacted baxter's technical service center regarding a high drain 103/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) after use. The patient received the alarm at the end of therapy. The technical service representative (tsr) has the patient review the log and the total ultrafiltration (uf) equaled 1687ml. The cycle 4 uf equaled (-210), the cycle 3 uf equaled 527ml, the cycle 2 uf equaled (-141)ml, and the cycle 1 uf equaled 1512ml. The tsr explained the alarm and advised the hp to swap and the registered nurse (rn) would need to program the hc. During a follow up with the home patient's mother (cg) caregiver, the cg stated they received a high drain alarm and they had the machine swapped. The hp was ok and had continued therapy on the new machine. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
Complaint no: (B)(4). The reported condition of a high drain was confirmed during the event history log review. The device did not meet baxter specifications upon arrival, thus repair was required. The actual home choice device was evaluated and all functional tests were performed as per baxter's required procedures. During visual inspection, no issues were observed. The power on self test was successfully performed. One hour therapy was successfully performed. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. The problem was confirmed, but the evaluation is not complete. A follow up MDR will be submitted once additional information is received.

Manufacturer narrative:
(B)(4). A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.